Event description:
The doctor clicked on the performaxx grip and the stent did not deploy. After the doctor inspected the unit, it was discovered that the handle was popped out. The doctor then tried to deploy via the pin and pull method. The stent was deployed, but resulted in a sub-optimal placement (more toward the common femoral) with the intended site being the external iliac. The stent was surgically removed via accessing thhe common femoral.